Event description:
It was reported that noise was observed on the lead. Lead anomaly suspected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The lead was returned in three pieces. External insulation abrasion was noted on the (B)(4) connector leg due to friction with the ICD can. The sensing coil was exposed in this area. External abrasion was noted at 18cm-18.5cm from the connector pin. The ptfe on one of the rv cables was damaged in this area. External abrasion was also noted at 24cm to 24.5cm from the connector pin.